Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient developed an infection. The pulse generator was explanted, a new device was placed on the left side.